Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Device history record review was conducted on (B)(6) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: daily insulin delivery totals appear to be inconsistent due to an unrelated time and date issue. There is no data from the time of the reported event due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The patient reported that her blood glucose (bg) was between 504 to 562mg/dl since she had been sick. The bg elevation occurred since she had been sick and has not adjusted her insulin according to any sick protocol. Customer support (cs) reviewed the pump history with the patient. Cs reviewed basal program and the patient confirmed that the programming was correct. The basal and bolus history add up correctly with total daily dose. Cs advised to review site rotation with md as patient asked where she could put sites and does feel she may have scar tissue and decreased absorption to some areas around abdomen. Cs also advised her to follow-up with md regarding her settings as she is really not sure if they are correct. She was also advised to inform md that she is sick with a cold for additional recommendations as bg have been elevated since she has been sick. This complaint is being reported because the pump cannot be ruled out as a cause or contributor to the patient's bg excursions.